Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown duration of signal loss on the mobile app was reported. A review of the share logs was performed and signal loss over one hour was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.